Event description:
A consumer reported that following bilateral intraocular lens implant surgeries, her distance vision was worse than prior to surgery. She also reported seeing halos and "headlights are blinding". She is not comfortable driving at night. She reported that she cannot read street signs or overhead signs at the grocery store. Her near vision is good, but distance vision is blurred. The consumer spoke to her surgeon and he told her "it was too early and she should give it more time". She also reported that she has had multiple conductive keratoplasty (ck) procedures done on her left eye in the past, prior to implant surgery. Add'l info was received from the surgeon, who indicated the pt did not use post operative medications as prescribed. In his opinion, the iol did not cause the event. During a f/u with the surgeon, he indicated that he explained to the pt that the previous ck procedures, could "throw off" the iol measurements taken prior to implant surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).